Event description:
The lay user alleged that his one touch ultra meter was in thge wrong unit of measurement (mmol/l instead of mg/dl). It was reported that the user had "erratic emotions" at the time of concern, but he was unable/unwilling to answer if he had tested on the subject meter before, during , or after experiencing symptoms. The user's relatives contacted the emergency medical services since he was receiving a "low result"(result not provided). He was given a "tube of glucose" by the paramedics. A result of 6.5 mmol/l (117 mg/dl) was also reported with a lab result of 39mg/dl. At the time of troubleshooting with the customer agent, it was verified that this was not a new product and that the meter was previously set in the correct unit of meausrement. The lay user had not recently changed the units of measurement in the meter settings. There is no control solution test performed. A replacement meter, control solution and test strips were sent to him.